Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via call that the esc button was stuck. Customer¿s current blood glucose level was unknown at the time of incident. Customer stated that the insulin pump noises when pump was rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No rewind anomaly noted. Device passed self test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert and back light anomaly noted. Device received with minor scratches on display window noted.